Event description:
Aptus endoanchors were used during a tevar case to prophylactically augment sealing and fixation of an endograft used to treat a descending thoracic aortic aneurysm with a short proximal landing zone. A zenith tx2 32mm x 140mm endograft was placed just distal to the left subclavian artery as intended without incident. Angiography confirmed proper device placement and aneurysm exclusion. Two endoanchors were then placed in the superior aspect (outer curve) of the sealing zone immediately following endograft deployment, also uneventfully. Upon re-insertion of the obturator into the heli-fx guide to facilitate its removal following anchoring, the patient was observed via EKG to experience momentary st segment elevation, which quickly self-resolved. Air was observed in the left ventricle via tee, and this was also seen to self-resolve. The coronary arteries were imaged and showed no signs of blockage. With spontaneous resolution of the intra-arterial air, confirmation of clear coronary circulation, and normal EKG, the endovascular devices were removed and the groins closed quickly so that the pt could be awakened from anesthesia. Movement and speech were evaluated and normal neurological function was confirmed. The patient's in-hospital recovery was uneventful and he was discharged home in good condition. The day following the procedure. The relationship of the heli-fx system to the air embolus is unk. The heli-fx guide, its obturator, and the heli-fx applier used in the procedure were returned to aptus for analysis and were found to be in proper working condition with no defects that could lead to inadvertent air introduction. During device placement, use and retraction, the heli-fx devices did not cross the aortic valve, though the guide wires did. It is unk if the endograft delivery system crossed the aortic valve. Aptus personnel at the procedure confirmed that devices were prepped per the IFU prior to use and that standard catheter techniques (including flushing and slow advancement/retraction of devices) were followed during the procedure.